Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of receiving a compromised for sensor system alarm. The customer's blood glucose level at the time of incident was 103mg/dl. Troubleshoot was conducted. The customer was advised that the device would have to be replaced. The customer is being sent out a continuation of therapy pump, and the customer is voluntarily returning old device for analysis.